Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the pump touch screen was discolored on some parts of the screen and the graphics and text were not visible. Customer's blood glucose was 191 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.